Event description:
It was reported to philips that the crew members stated when they entered the building of the call location with their equipment, the crew heard chirping from their mrx monitor. The unit requested an additional als unit for monitor failure. While on the way upstairs in the elevator, the members ran another test on the monitor and received a failure message. There was no reported adverse patient impact.